Event description:
A medtronic representative reported the vertek arm can not be used anymore because the joints are not fixed enough, when the handle is tightened. This event occurred outside of surgery with no pt present.

Manufacturer narrative:
No pt was present at time of event. An RMA was created for the part to be returned. No parts have been received by the manufacturer for eval.